Event description:
It was reported the device presented a leak. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation, the returned sample was received inside a plastic bag without its original packaging. Visual inspection: the join between the asv and the y-site is broke, this connection is bonding with solvent during manufacturing process, however, was unscrew; failure mode reported is confirmed. The failure mode was replicated: the assembly of the asv and the y-site is broken same as the sample returned. The main cause is the asv and y-site are broken, this connection is solvent bonded during the manufacturing process, disassembly was attempted and it broke. The root cause was traced to the manufacturing process. Notification was made to production personnel for the damage-broke failure mode on (B)(6) 2021.